Event description:
It was reported that the customer went to the hospital with an elevated unknown blood glucose (bg) level. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.